Event description:
Instrument was being used during achromioplasty. The ball tip broke off bur while being used during procedure. The tip was found in the pt and removed immediately. No injury to the pt.